Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing due to current programming. Reprogramming efforts were performed. Currently, this product remains in service and no adverse patient experiences were reported.